Event description:
Boston scientific received information that this pt presented with intermittent right ventricular capture at max outputs. The pt has their own intrinsic rate. No adverse pt effects were reported. The physician is going to see the pt again in one month. The right ventricular lead remains in service. Should additional information become available, this event would be updated.

Manufacturer narrative:
Type of reportable event: loss of capture without intervention. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.